Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into an edwards pericardial aortic valve, the transcatheter valve was deployed to (B)(6) and under expanded. The valve was released and dislodged into the ascending aorta. A snare was used to secure one of the outflow tabs and a balloon aortic valvuloplasty (bav) was performed on the surgical valve. A second valve was implanted successfully. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).